Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as an itchy but with no broken or bleeding skin. During the final follow up, the patient indicated that her doctor recommended (B)(6) and the irritation was improving.